Manufacturer narrative:
The customer has been requested to contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. In follow up with a complaint handler on 06/15/2024, the customer indicated that she developed mastitis on (B)(6) 2024 and was prescribed an antibiotic, which she just finished. She stated she is currently using her other brand pump and her mastitis is cleared. She said she will be trying to call customer service this week to come to a resolution with her medela pump. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 05/31/2024, the customer emailed medela llc that her pump in style maxflow handsfree pump was not expressing her breast milk as efficiently as her other pump. The customer stated she ordered a whole new set of pumping parts and made sure they were attached properly but was still having low breast milk expression. The customer also alleged she developed mastitis.